Manufacturer narrative:
The root cause of the reported issue was due to em laying in between branch likely due to CT-body divergence. A review of the device history record (DHR) was performed. There are no reports of nonconformance that relate to the reported incident. A review for similar complaint shows the reported issue is a known issue however the root cause is specific to each individual case.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by auris health, inc., or its employees that the report constitutes an admission that the product, auris health, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that while driving in the right upper lob (rul), and 25mm out from the target, user decided to do a spin to confirm he was in line with the lesion and get ready to place a dyed coil. The spin was done and the scope was observed to be through the lung and into the pleurae while the system was showing they were 25mm out, resulting in a pneumothorax.